Event description:
It was reported that the table top lifted up with a pt on the table. No reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.